Event description:
We had an issue with our shaver generator this morning. When the surgeon attempted to use it the screen showed hp error and hp shaver. Staff unplugged the generator, the shaver, and turned the machine on and off multiple times in order for it to work. Case proceeded as planned after that.